Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to severe tinnitus and underlying psychiatric co-morbidities. It is unknown if there are plans to reimplant the patient as of the date of this report.